Event description:
I had the essure implant surgically inserted, as a form of birth control, at the time I was a healthy woman. Had minimal, if any, physical or psychological diagnosis, I now have a very long list of both. After my implant surgery, I had to have a procedure, as I was in so much extreme lower abdominal pain,. I couldn't walk, had to crawl to restroom. At that time, I made appt with my obgyn, had the procedure he recommended, and have since been getting many more diagnoses. All related to the "essure" product. This product should not have ever been allowed through the FDA, they are causing many problems in the world today.